Event description:
During a robotic nephroureterectomy physician was attempting to staple vena cava and the staple "misfired" per the physician cutting the vena cava in half. Case converted to an open procedure and another physician called in to suture the vena cava. Operation of device by physician: he closed handle #1 till it clicked. He then tried to pull back handle #2. Handle #2 went in about a quarter of an inch and stopped. He tried again but it still wouldn't come back any further.